Event description:
It was reported that during an unknown procedure, the distal part of the tissue could not be closed. Some staples were malformed and the device could not cut out after the third firing. As the patient had the (B)(6), the sample was discarded. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.